Event description:
Healthcare professional reported left side deflation and exchange from textured to smooth. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, d.6b, d.9, h.3, h.6.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, opening, crease fold, red and black particles on the surface of the shell, broken plug strap. Leak test was performed, and found opening on posterior side. A microscopic analysis was performed which identify, a striated edge opening. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: a striated edge opening on anterior side assessed, as surgical damage.

Event description:
Device has been explanted.